Manufacturer narrative:
(B)(4). Information was not provided by the contact. Cartridge. Batch # l52v43. The analysis results showed that one ecr45b cartridge reload was received. Upon evaluation, the reload was noted to have the deck and alignment stop tabs damaged. The damage to the cartridge is consistent with the device being clamped over a hard object. When this happens the cartridge gets indented; therefore, there is not enough space for the sled pushing the driver to continue its run. When placing the instrument on the tissue to be stapled, ensure that no hard obstruction (such as a clip) is included with the tissue inside the jaws. It should be noted that if resistance is felt during firing, the firing sequence should be stopped and the cartridge reload should be replaced. No further functional test could be performed due to the condition of the reload. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, it was found that the reported device was damaged when the jaws of the device opened after firing. No pieces fell into the patient. The deployed staples were formed properly. Another device was used to complete the case. There were no adverse consequences to the patient.